Event description:
The patient had a very large cuff leak making mechanical ventilation difficult. The endotracheal tube was changed out bronchoscopically, and the patient then ventilated quite well. The ett was tested under water and the air bubbled up from the balloon.